Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient experienced an intracranial bleed due to trauma. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient expired on (B)(6) 2018, and the pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2018 due to an intracranial bleed caused by trauma.